Manufacturer narrative:
H.6.investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that overfill occurred during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tube. The following information was provided by the initial reporter, "customer called in to report that the tubes are overfilling. Denied to talk to tech support. She states this occurred to about 4 tubes today but happened before to a previous pack from the same lot."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that overfill occurred during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tube. The following information was provided by the initial reporter, "customer called in to report that the tubes are overfilling. Denied to talk to tech support. She states this occurred to about 4 tubes today but happened before to a previous pack from the same lot."